Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they stated that shortly after commencement of branch division, "jaws burnt up exposing wire". The lining of the jaws of the cautery tool starting to separate from the jaws. There was no patient burn, injury. There was no patient burn, injury. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Updated sections: description of event or problem, premarket identification, type of report, follow up type, device evaluated by MFR, evaluation codes, additional narrative. The device was returned to the factory for evaluation. An investigation was conducted on (B)(6) 2019. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The heater wire was observed to be completely flexed away from the hot jaw, remaining attached at the base and disconnected at the tip. The silicone insulation on both the tips of the cold and hot jaw were observed to be peeled, exposing the metal portion of the cold tip. No other visual defects were observed. Based on the returned condition of the device, the reported failure "peeled" was confirmed, as well as confirmed for the analyzed failure "material twisted/bent". Specific actions for the reported & analyzed failure modes are being maintained and documented under maquet's failure investigation report (fir) system.

Manufacturer narrative:
Trackwise (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. The lining of the jaws of the cautery tool starting to separate from the jaws.